Event description:
IV bolus ordered for patient. Normal saline bag primed with primary tubing. There are 3 ports on the tubing. There was fluid leaking from the top port spilling onto the floor. New liter of fluid and tubing obtained. Baxter clearlink system. Continu-flo solution set with duo-vent spike 10 gtt/ml lot (10)r24d11123. Manufacturer response for IV tubing, continu-flo solution set with duo-vent spike 10 gtt/ml (per site reporter).